Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two unspecified mentor textured saline breast prostheses. Post-operatively, the patient suffered bilateral breast implant deflations. As a result, the patient underwent bilateral breast implant removal and replacement on march 29, 2022. The right breast implant's valve was not secured and the left breast implant had tissue in the valve. Subsequently, the implants were replaced with: (left) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 9622540 sn: (B)(4) and (right) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 9622933 sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 4, 2022, the mentor failure analysis lab received the device for evaluation. On may 10, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. During visual analysis of the returned sample, saline implant textured 325 cc revealed a tear at a junction of the valve system. Microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube style. Care should be taken that the style enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the style tip into the valve opening. Over stressing the valve material may result in punctures or tears, and subsequent deflation may occur. Use only the fill tube style provided with this product. Take care not to puncture the diaphragm valve or the shell with the style tip. Care must also be taken when the fill tube style is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.